Manufacturer narrative:
Product analysis :observations: about 6mm has broken off the tip of the inner rod, the fracture surface indicates that the failure may be the result of bend stress overload.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an unspecified spinal surgery. During surgery, the tip of the inserter broke off in the inter-body upon insertion. The broken piece was recovered. The product came in contact with patient. No patient complications were reported.